Event description:
The customer reported via phone call that they experienced low blood glucose level events since 3 months. The customer's blood glucose level at the time of incident was 46 mg/dl and the current blood glucose level was 78 mg/dl. The customer experienced symptoms like shaking, sweating, mental confusion and weakness. The customer treated by drinking proteins. The customer reported that the insulin pump was over dosing. No further harm was reported by the customer. The customer stopped the troubleshooting, stated to contact the health care professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.